Event description:
A female pt called lifecor customer support to report that she is getting alarms and can't sleep. A review of the pt's downloaded data showed two reported asystoles caused by temporary loss of the front to back ECG signal, combined with little falloff.